Event description:
The customer reported that the insulin pump alarmed button error. The blood glucose reading was 125mg/dl at time of call. Troubleshooting was performed. Advised the customer revert to back up plan. Two days later, the customer called back and reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 396mg/dl. The caller was treated with an insulin drip. The customer was experiencing weakness, dehydration, and nausea. Troubleshooting was performed. The caller stated that she was wearing the insulin pump at time of her admission, but they requested to have the device removed. The customer stated while waiting for the replacement of the device, she pushed the insulin from the reservoir into her body, and since then her blood glucose started to rise. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
The insulin pump was received with unresponsive button and button error alarmed due to corroded keypad traces. Unable to perform functional test, due to no button response. Unit had missing end cap sticker.